Manufacturer narrative:
Device received with partial display or missing segments due to cracked lcd controller. Unable to perform the displacement test and self test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen doesn't show anything. The customer¿s blood glucose was 141 mg/dl. Customer stated that the blank screen on insulin pump and nothing was showing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.